Event description:
The clinician reports the implant was inserted on (B)(6) 2024 in ada 8. On (B)(6) 2024 , non-osseointegration was verified. Patient presented with bone type iii, fair oral hygiene and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: infection, pain, mobility, swelling, abscess and inflammation. No further patient complications were reported.